Event description:
New information states that the device was explanted in (B)(6) 2020.

Manufacturer narrative:
The reported events of inability to interrogate was confirmed. As received, the device had no telemetry communication and partial output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, and results indicated normal current drain a manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: g4 - date received by manufacturer for MFR number 2938836-2020-08947 follow-up 1 should have been submitted as oct 10, 2020.

Event description:
New information noted that the device was explanted and replaced. The patient was stable before, during and after the procedure. The patient did not present any complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up. It was noted that the pacemaker could not be interrogated and the telemetry test failed after multiple attempts. There was no magnet response. Device replacement was discussed. The patient was stable.